Event description:
It was reported that air bubbles were observed within the canister. Customer declined to complete the troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.